Event description:
The customer stated that she required medical assistance due to low blood glucose levels about four months ago. The customer is a nurse, and was working the floor in the emergency room, when her blood glucose levels suddenly dropped. The customer stated that they had to initiate the emergency reaction team for assistance. The customer did not feel that the insulin pump had anything to do with the event, and declined troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see also MFR. Report number 2032227-2013-04477.